Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of feeling 'all kinds of pain,' and it felt like the device 'slipped' and was 'poking out at the top.' The patient complained of having pain all down the left arm and that pain pills had not been helping. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.